Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a right atrial lead. Upon repeated attempts to place the lead, the physician could not obtain satisfactory parameters for capture threshold and sensing. The lead was replaced and the patient was in stable condition following surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.